Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the device was inserted, but later broke off into pieces while indwelling. The remnants were removed during the procedure. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen intravenous catheter for evaluation. The proximal extension line was missing the luer hub. Microscopic examination was performed on the proximal end of the extension line and it appears that the luer hub was detached by force. The proximal luer hub was not returned for evaluation. The extension line measured 2" in length, which is within specification. A device history record review was performed and no relevant findings were identified. The customer reported issue of the luer hub becoming separated from the extension line during use was confirmed during the sample investigation. Visual inspection was performed and the extension line appears to have separated from the luer hub due to undue force being applied. A device history record review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the device was inserted, but later broke off into pieces while indwelling. The remnants were removed during the procedure. No patient injury reported.